Event description:
It was reported via repair work order that the bed exit was not alarming. The technician found that the scale was not zeroed prior to setting the bed exit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.